Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose up to 267 mg/dl for approximately 4.5 hours after dinner, followed by hypoglycemia to 64 mg/dl for about 1 hour overnight while using the ilet system; the patient had recently changed the infusion site, drank apple juice to treat the low, and reported announcing a larger carbohydrate amount than was eaten. Symptoms included hypoglycemia without loss of consciousness and hyperglycemia without diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included customer support review and troubleshooting education, including reinforcement that the ilet suspends insulin dosing near 80 mg/dl and that learning of user patterns requires several weeks. Investigation of this case revealed user-related factors, including incorrect meal announcement relative to carbohydrates consumed, contributed to the hypoglycemia, and prolonged postprandial hyperglycemia was observed prior to the low. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and normal device behavior during adaptation.